Manufacturer narrative:
(B)(4). H6: health effect clinical code - 4581 appropriate code/ term not available ¿ hot blood veins.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It has been reported that readings were over 100% off. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.